Manufacturer narrative:
H6: investigation summary: customer returned (2) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 7338717. Customer states that when removing the shield, the needle with the shied was separated from the barrel. The returned syringes were tested and the hub assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch# 7338717. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced the hub separating from the device. This event occurred twice. The following information was provided by the initial reporter. The customer stated: when removing the shield, the needle with the shied was separated from the barrel.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced the hub separating from the device. This event occurred twice. The following information was provided by the initial reporter. The customer stated: when removing the shield, the needle with the shied was separated from the barrel.